Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have issues with the quick release. Customer's blood glucose was 400 mg/dl. Customer was assisted with connecting and disconnecting the quick release. Customer will not be returning the device for analysis.